Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported the patient¿s ins was not charging and they believed the ins was in od. The rep was able to initiate the 60 minute clock during troubleshooting. Additional information was received from the rep. It was reported that the ins was od and patient tried to do a physician recharge in office. Patient was not able to charge and will be meeting again on (B)(6) to try again. Additional information received from a manufacturer representative (rep). It was reported that a physician recharge mode was tried 3 times in the office and normal recharge did not start. Therefore, the patient¿s battery will need to be replaced. The hcp will think about whether the patient should be replaced due to health conditions. No further complications were reported.